Event description:
It was reported that during functional testing of the mobile power unit (mpu), the low battery light illuminated with a constant audible alarm upon starting the mpu and would not disappear despite battery replacement. The site suspected fluid leakage from the old battery. The mpu was removed from service.

Manufacturer narrative:
A1-a4: no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a: correction: there was a patient involved in this event. Patient information is unable to be provided. H5 - labeled for single use?: correction. H8 - usage of device: correction. Manufacturer's investigation conclusion: the reported event of an illuminated yellow battery icon and an audible alarm was confirmed with the returned mobile power unit (serial # (B)(6)). The unit was received at the european distribution center for evaluation. The unit was powered on and the yellow battery icon lit up with an active audible alarm. Visual inspection of the mainboard assembly revealed corrosion damage indicating a fluid ingress related issue. Due to the extensive corrosion damage, no further testing was performed. Repair and preventative maintenance were performed. The unit passed all testing per the service process procedure. A root cause that led to the fluid ingress issue could not be determined. Incidental findings: loose connector sleeve. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use document # 10002832 rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally noted that the mpu was retrieved from a patient's flooded abode, which is the cause of the suspected fluid contamination inside the unit.

Manufacturer narrative:
H6: codes corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.